Event description:
It was reported via legal documentation from australia that a patient experienced a right knee surgical revision on (B)(6) 2023 [reported in MFR#1038671-2023-00784], experienced an arthroscopic procedure on (B)(6) 2023 for a possible infection and then was surgically revised on (B)(6) 2023, to competitor's devices. Revision of (B)(6) 2023-the original midline incision was utilized and a medial arthrotomy performed. The knee components were not obviously loose. All components (as well as cement), including the patella button, were removed with osteotomes, oscillating saw and punches. Multiple synovial tissue specimens were taken for microbiology. After removal of components, there was only minor uncontained defects in the central tibia. Using intramedullary femoral and tibial rods for referencing, the ends of the tibia followed by the femur, were fashioned using guides. The knee was then brought through a range of motion with trial components in situ. Definitive components used were all cemented consisting of: femoral component (# 4 with 8mm distal lateral and 4mm distal medial augments, press fit stem 16mm x 60mm), polyethylene insert (rotating vvs/ spine, 8mm), tibial tray (# 4, with 37mm press fit sleeve, press fit stem 12mm x 60mm) and patella (medialized 36mm). The patella bone thickness remaining was 11mm. The knee capsule, including posteriorly, was infiltrated with local anesthetic. Finally, the knee joint was lavaged with saline and the incision closed in layers. Post-op plan: patient will be mobilized, full weight bearing, will be on intravenous then oral antibiotics as dictated by the infectious diseases physician. Patient will be discharged home when walking independently; follow up in 6 weeks with an x-ray of the knee. There is return of devices. There is no mention of device malfunction or wear mentioned in the operative report. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants insert information unknown, 6295408, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t 6560535, 200-02-35 - three peg patella 35mm 6560572, 200-02-35 - three peg patella 35mm 6799765, 201-78-15. H3. Investigation results- the cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.